Event description:
Switched insulin pumps after by daughter was born. At (B)(6) post partum I started developing a severe red rash where I was wearing the pod. It would resolve a few days after removing the device. Emergency room visit for long acting insulin. Allergic reaction including facial edema. Byram healthcare.